Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's complaint was not confirmed.  Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center exhibited an e221 error code (camera head communication error) when connecting to the camera. The issue was found during preparation for use for a therapeutic laparoscopy. The procedure was completed using a similar device. There were no reports of delay. Patient was not under anesthesia. There were no reports of patient harm.